Event description:
On (B)(6) 2022, fujifilm healthcare corporation received a complaint involving the scenaria advanced 128 CT. It was reported that the device froze while a cta abdominal pelvis scan was being performed on a patient. The CT scanner continued to radiate without producing additional images and several error windows were generated during the sequence. The technician reportedly tried to stop the scan but the device was not responding to keyboard commands and was unable to be powered off for approximately 40 seconds. The scan was discontinued and rescheduled for the following day. There is no death or patient injury associated with the event. It is unclear if the additional exposure could have harmed the patient, and as such, this report is being submitted in an abundance of caution.

Manufacturer narrative:
This was initially determined to be a non-reportable event, and an aro report was submitted instead (cor22000079). After initial investigation, fujifilm determined that this event should be reported in an abundance of caution. Fujifilm is performing additional investigation to determine the root cause. A supplemental report will be submitted pending results of the investigation.

Manufacturer narrative:
On september 7, 2022, fujifilm healthcare corporation concluded the root cause investigation on the scenaria advanced 128 CT. The error logs and defective parts were unable to be obtained, and the reported issue was not able to be reproduced based on the available information. Therefore, the investigation could not be completed, and the root cause could not be established. Fujifilm healthcare corporation will continue to monitor the system and other scenaria systems for similar issues.